Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump time and date was incorrect. During troubleshooting with tandem technical support, the customer corrected the time and date. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 130 mg/dl.